Manufacturer narrative:
Alleged failure: the eyelets broke, the thread didn't hold. The eyelet came out again on one, the eyelet broke on the other and only the thread came out. Replacement was available. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) excessive force or leveraging of the anchor against the bone, 2) user fully seats eyelet anchor onto inserter which eliminates interference fit, 3) inadequate assessment of bone quality, pilot hole not prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the eyelets broke. The eyelet came out again on one, the eyelet broke on the other and only the thread came out. The broken pieces potentially remained in the patient.

Event description:
It was reported that the eyelets broke. The eyelet came out again on one, the eyelet broke on the other and only the thread came out. The broken pieces potentially remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.